Event description:
Customer reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with completing a system check, however, the occlusion persisted. The customer reverted to manual dose injection.